Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a rebel stent delivery system (sds) with stent. The shaft was received in two pieces. The balloon was tightly folded with the stent between the markerbands. Microscopic examination revealed that the inner shaft was separated at the bi-component weld. The separated ends of the shaft had pulled material. Microscopic examination revealed that the distal end of stent was damaged. Majority of the stent struts were bunched and overlapping. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage is consistent with damage that is caused by removing the protective tubing or product mandrel upon unpacking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 2.75x32mm rebel stent system was removed from the packaging it was noted that the stent was "crumpled". As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 2.75x32mm rebel stent system was removed from the packaging it was noted that the stent was ¿crumpled.¿ as there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4).